Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Review of transcripts revealed lead noise on the right ventricular and right atrial lead. Lead fracture or an issue with the pacemaker header were suspected. No intervention was performed at the time.

Manufacturer narrative:
Corrected information: UDI number, implant date.

Event description:
New information received stated that the patient presented for a pulse generator change on (B)(6) 2019. Prior to procedure, the device was interrogated and atrial lead exhibited noise and noticeable impedance drop. The atrial lead was then capped and replaced. The right ventricular lead did not exhibit noise at the time and had normal parameters. The pulse generator was replaced as it was nearing elective replacement indication. The patient was in stable condition post procedure.

Manufacturer narrative:
Correction: the reporter title, first name, and last name should have been rn (B)(6). Correction: the occupation should have been nurse rather than physician.